Event description:
It was reported that a "no disposable, pump won't run" alarm sounded suddenly during the use of the product (a medication cassette). So the customer changed the pump to another one, but the alarm persisted. He then changed the cassette, and after that, the system (the cassette and the pump) got back to functioning normally. No patient injury was reported.

Manufacturer narrative:
Functional testing: the 33 samples were filled with water; the samples were connected to the cadd legacy plus to look for unusual function. Results: the samples were fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed. - root cause - the complaint was not confirmed due to sample was tested and no alarms were activated. Per trend review in no disposable alarm code an escalation to investigate this failure was initiated on (B)(6) 2021 under (B)(4) that is in corrective action phase. - actions taken - no actions taken due complaint was not confirmed.